Manufacturer narrative:
The device remains implanted in the patient. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported the patient was admitted to the hospital for right heart catheterization; while at the hospital 'high watt' alarms were observed. The patient was treated with lysis therapy. The patient's condition improved and she was brought to surgery to explant the pump but due to adhesions the pump was turned off and left implanted. The patient's condition deteriorated over the next several months and she was brought to surgery to implant an rvad. At last it was report that the patient was doing well and was discharged. The device was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via controller log files which showed 'high watt' alarms on the date of the reported event. Logs also indicated an increasing trend in power consumption and estimated flow outside the normal operating range which may be indicative of a thrombus event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Root cause cannot be conclusively determined due to no product return but a possible root cause of the reported high power event may be attributed to thrombus formation/ingestion within the device. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated (B)(4) 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately five and a half months post implantation the patient was electively admitted to the hospital for testing unrelated to the hvad system. On admission the patient's inr was 1.7. The vad coordinator reported that in the past the patient had difficulty maintaining inr in the therapeutic range (2-3) despite compliance with prescribed medications and dosage adjustments. Six days after she was admitted she reported high watt alarms to hospital staff. Preliminary log file analysis revealed an increase in power consumption above normal operating parameters. Ldh was reported to be 393 u/l and the patient was hemodynamically stable. The patient was not considered as a candidate for thrombolytic therapy as she had experience tarry stools earlier that morning and a gi bleed was suspected. As a result, an integrilin infusion was initiated. Two days later the ldh levels increased to 1500 u/l, and her hemoglobin levels were decreased. Integrillin was discontinued. The patient was listed as status 1a for transplant, but was not considered a candidate due to her current complications. Two days later, the patient's condition improved and the surgical team felt that the patient had enough recovery of lv function for explant. Upon entry into the chest wall, the surgeon noted dense adhesions between the heart and the sternum and elected instead to turn the pump off, cut and tie the outflow graft, and cut the driveline beneath the skin. He believed that the risk of removing the device and the anticipated need for blood transfusion if the procedure were to continue outweighed the benefit of explanting the pump. Therefore, the pump was left inside the patient and her chest was closed. Post-operatively, the patient was reported to be stable. She remains listed as status 1a for transplant. The last report received indicated that the patient remained hospitalized off inotropes, and awaiting therapeutic inr for discharge.